Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 08/21/2018 and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement and the catheter falling out. There was no reported patient injury.

Event description:
It was reported that the dialysis catheter was exchanged due to the cuff not adhering to the tissue months after placement and the catheter falling out. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 14.5 fr d/l glidepath 27 cm str catheter with surecuff was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. There was residue (e.g. Blood residue) found throughout the surecuff and the residue was not uniformly distributed on the surface of the cuff. The sparseness of the residue on the cuff may be partially due to improper/insufficient cuff contact with the tissue. There was a suture tied on the catheter between the suture wings and the surecuff and no sutures were found to be tied to the suture wings of the returned sample. The investigation is inconclusive for the cuff not adhering to the tissue as the circumstances of the patient¿s medical environment at the time of and prior to the reported event are unknown. The definitive root cause could not be determined based upon available information. However, it is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k. If follow-up, what type, device evaluated by MFR (results, conclusion).